Event description:
A customer reported that a glaucoma filtration device touched the iris of a patient the day after the initial procedure. An argon laser was performed. The device remains implanted.

Manufacturer narrative:
Additional events were reported for the same device on MFR report 3003701944-2015-00631. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis and remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Attempts to gather additional information have been unsuccessful. Zip code is not indicated at this time. (B)(4).